Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 400's mg/dl. The customer treated with the pump. The customer's blood glucose was 266 mg/dl and then 271 mg/dl in the morning. The customer was advised to call helpline if needed.